Event description:
A distributor complaint reported an alarm 30 related to a cartridge alarm during the loading of a pump in sweden, with the incident verified in the pump's history. The alarm occurred even after a second cartridge was loaded with proper technique. There was no information available regarding the customer¿s blood glucose level at the time of the event. The pump was confirmed to be within warranty, and tandem technical support arranged for its replacement. The customer declined to share information about the backup therapy used to ensure insulin delivery continuity, declined goodwill cartridges, and agreed to return the problematic pump using a pre-paid label and return box provided by tandem.